Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels have been somewhat difficult to control, and most recently bgs have been high into the 400mg/dl range. Tandem technical support offered to troubleshoot, however the customer declined, stating that they would call back should they need any additional assistance.